Event description:
It was reported that the patient underwent a procedure where the implantable pulse generator (ipg) was replaced due to increased charging burden. The patient was discharged from hospital and recovering at home. The ipg will not be returned as it was disposed by the hospital.